Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for the advanced stage parkinson's disease. According to the complainant, the connection of the y part of the j-tube is partially detached from the peg tube. Rinsing is difficult. This device is not being used for nutrition or other treatment. Rinsing is being done once a week. The nurse asked the patient to rinse with lukewarm water and to contact the hospital with any problems. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.